Event description:
Procedure: lap. Total gastrectomy. According to the reporter: about 4 hours after the procedure started, air leak from the port occurred and the surgeon found the seal was torn. The surgeon commented nothing was caught in the seal part while operating and he did not insert the devices forcibly into the trocar. No bleeding. No tissue damage. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).